Manufacturer narrative:
Added h.6 type of investigation and investigation findings. Corrected h.6 investigation conclusions. The valve remains implanted and was, therefore, not returned for evaluation. A DHR review could not be performed because no valve serial number was provided. No imagery was provided. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no product non-conformance were identified, a product risk assessment (pra) escalation is not required. Additionally, since no edwards defect was identified, no corrective or preventative actions are required. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent calcification from occurring in bioprosthetic valves. Furthermore, evaluation of reported complaints for calcified valves did not confirm any manufacturing non-conformances and identified that the proper manufacturing mitigations have been implemented. In this case, event was unable to be confirmed due to device unavailability/imagery unavailability. Based on the limited information provided, the root cause for the valve degeneration approximately 4 years 9 months post valve implant could not be determined, but may be related to the patient's co-morbidities and/or progression of the pre-existing valvular disease process.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards (B)(4) affiliate, the patient underwent a viv tavr procedure with a 29mm sapien 3 valve by transfemoral approach into a degenerated sapien xt approximately 4 years, 9 months post-implant. The patient presented with symptomatic stenosis due to degeneration of the sapien xt valve with a mean gradient of 88mmhg. The viv procedure was successful and the patient was alive, without symptoms after the procedure.